Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the patient experiencing poor vision and dysphotopsia. In a follow-up, the nurse reported the event resolved after the exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2010 and 3/08/2010 by phone, fax, and mail. A completed questionnaire was received on 03/08/2010. (B) (4). (B) (4). (B) (4).